Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening while establishing final arm angle was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. In addition, break on the dc handle flush port, material separation of the gripper lever latch, and material separation of the gripper cap (no tactile marker) were observed. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
Expand PMA/510k phase 1 and phase 2 study. Patient ID: (B)(4). It was reported that during preparation, the clip opened while establishing final arm angle (efaa). Troubleshooting was performed, but the clip continued to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided. As of aug 22, 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).